Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was foreign material in the packaging. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and the inner side of the top web is dirty. It has a stain of equipment lubricant and dust. No other defects or imperfections were observed. This defect could occur if, after an equipment repair, proper cleaning with not performed inducing the symptom reported. A device history record review was completed for provided material number 309653, lot number 1056577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging process was performed. The equipment and material appear clean and the flow of products is good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was foreign matter on device packaging. The following information was provided by the initial reporter. The customer stated: there was "foreign material in the packaging."